Event description:
Exposed to chemical fumes emitted from equipment that malfunctioned in a darkroom in the radiology dept. Symptoms included left upper quadrant pain. Removed equipment from hosp. Door dissipated. Sulfur gas emitted. Air tested for h2s, results negative. Employee became a pt seen in ER. Treated and released.